Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock. Non-sustained episodes, short v-v intervals and varying rv coil impedance were noted on the right ventricular (rv) lead. Reprogramming was performed. The lead was later capped and replaced. No further patient complications have been reported as a result of this event.